Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention interventional procedure. Reportedly, the suture was not present when the plunger was removed. Although no resistance was noted during removal of the device, the sheath separated at the guide. The tissue was incised without making the arteriotomy larger and the sheath was removed with hemostats. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The cuff miss was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is possible, an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or torsional manipulation of the device during insertion contributed to the reported difficulties; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.